Manufacturer narrative:
(B)(6). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause was not reported. It was not reported if the patient was hospitalized for the event. Treatment and the patient outcome were not reported. Pd therapy was ongoing at the time of the event. Additional information is not available.

Manufacturer narrative:
On an unreported date, the patient was hospitalized for the peritonitis event. At the time of this report, the patient was still hospitalized and did not know when they would be discharged. It was not reported if dianeal therapy was ongoing. Should additional relevant information become available, a follow-up will be submitted.